Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side malposition and capsular contracture baker grade not specified. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.